Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 100ml infusion of zosyn (piperacillin/tazobactam) was programmed to infuse at 25ml/hr for 4 hours however the infusion was completed in 20 minutes. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The pcu event log confirmed that the user programmed a secondary 4-hour infusion of zosyn (piperacillin/tazo) at 25ml/hr with a vtbi of 100ml. Twenty minutes after the start of infusion, the user viewed the volume infused screen and paused the infusion, which is the point the customer reported the infusion had completed. The user restarted the infusion 3 minutes later and cleared the volume infused. It could not be determined whether the user started another bag of zosyn or continued the existing bag when the infusion was restarted. The infusion continued for approximately 3 hours and 9 minutes, until the device was channeled off. Functional testing was performed; the pump module failed flow rate accuracy with a slight over-infusion; however, this would not account for the gross over-infusion reported by the customer. The event administration sets were not returned for investigation. The root cause of the reported zosyn infusion completing faster than programmed was not determined.